Event description:
It was reported that the patient's blood glucose rose to greater than 250 mg/dl. The cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn for about two days. As treatment, the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. Inspection of the pod found a broken piece of the slide insert under the needle mechanism rail preventing the cannula from deploying. The pod moved into the deployed position after pressure was applied to the slide insert. The ratchet gear and reservoir were detached from the pod chassis to remove the broken piece of the slide insert. Inspection of the drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula not deploying.